Event description:
It was reported that during generator replacement surgery for battery depletion, high impedance was observed with the new generator attached to the existing lead. The surgeon deducted that the high impedance was a result of scar tissue and made the decision was made not to replace the lead. It is unknown if the lead/generator connection was troubleshooted prior to the completion of surgery or if the high impedance was observed prior to generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.